Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73f2100973 investigation did not show issues related to the complaint.

Event description:
A clip fell from the instrumental applier during a robot-assisted laparoscopic operation. Therefore, a new cartridge was used instead. The same issue occurred to another operation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one loose broken clip and two closed clips from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clips were visually examined with and without magnification. Visual examination revealed that the broken clip had a broken inner hinge, broken pierced boss, and broken hook boss. No defects or anomalies were observed on the closed clips. All clips appear used, as there is biological material present on each clip. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinges and the boss indicates that excessive force was used during loading. Therefore, unintentional user error appears to have caused or contributed to this issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken clip - multiple locations" was confirmed based upon the sample received. One loose broken clip and two closed clips were returned. The broken clip had a broken inner hinge, broken pierced boss, and broken hook boss. R & d was consulted for this complaint, and it was determined that the observed damage to the broken clip is consistent with improper loading of the clip or with using damaged appliers. The damage to the inner hinge and bosses indicates that excessive force was used during loading. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
A clip fell from the instrumental applier during a robot-assisted laparoscopic operation. Therefore, a new cartridge was used instead. The same issue occurred to another operation.